Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Per initial report, the home pt left an unused supply line unclamped during therapy. No pt injury was indicated at the time of the initial report.